Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 1.2, re-test: 1.3, lab: 1.8. Pt called the doctor after receiving low morning readings with the inratio2 monitor; the doctor increased his coumadin dose and ordered a lab draw for the afternoon.